Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced low drain volume alarm. The home patient (hp) was connected at the time of the event. This occurred during drain two of four of peritoneal dialysis (pd) therapy. During troubleshooting it was observed that there was a large air bubble in the tubing. The renal therapy services (rts) assisted the hp with ending the therapy session and discussed continuous ambulatory peritoneal dialysis (capd) with the patient. There was no patient injury or medical intervention associated with this event.